Event description:
Prior to essure, reporter indicated she was in good health. Reporter reported the following adverse events after implantation of essure device: bloating, weight loss, teeth falling out, white blood cell count went up, hot sweat, increase heart rate, blood pressure fluctuation, autoimmune disease, skin issue, diet is very limited due to severe allergy. Reporter stated the essure device is the cause of all of her health issues.